Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: anxiety. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer called concerned with test results from results obtained of 208, 180, 221 and 195 mg/dl. The customer does not know her expected blood glucose test result range. The customer reported feeling anxious and felt it may have been associated to her diabetes; medical attention was not needed at the time of the call. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 03/26/2027 and per the customer the open vial date is 1 week. The meter memory was reviewed for previous test result history (customer was unable to see time/date): result 1: 208 mg/dl date: (B)(6) fasting, result 2: 180 mg/dl date: (B)(6) fasting, result 3: 221 mg/dl date: (B)(6) fasting, result 4: 195 mg/dl unknown.